Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One first PICC catheter was returned with a needleless connector attached to the hub. The tubing had separated below the inverted triangle portion of the overmolded extension set. The rest of the tubing was not returned. The area of separation was jagged. Potential causes for catheter breakage is the application of excess tensile (pulling) force to the catheter. Such excess force can be related to catheter securement techniques, improper maintenance, or advancing/removing the catheter or stylet despite resistance. Additionally, the application of excess pressure can weaken the catheter tubing. This can happen as a result of flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
PICC broke at the hub. Hospital note: for best results, this should be secured under the dressing to provide additional support to the area, however it was not secured in that fashion on this particular patient. The line was not caught on anything (per rn) nor was it pinned down that could have caused tension.